Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the patient presented to the hospital on (B)(6) 2017 with complaint of tea-colored urine. The patient had an elevated lactate dehydrogenase (ldh). Controller log files sent showed power within normal range with no real change from baseline. Updated log files sent the morning of (B)(6) 2017 revealed a slight increase in power consumption. The site stated that the patient has had international normalized ratios (inrs) routinely in the 3s, on aspirin and persantine chronically. The patient subsequently underwent a pump exchange on (B)(6) 2017. It was last reported that the patient remains hospitalized. No further information has been provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #hvad pump (B)(4) was returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event of "high power" was confirmed via review of the controller log files which revealed an increase in power consumption starting (B)(6) 2017. Analysis of the device revealed that the device passed visual examination. Post-explant functional analysis revealed that the pump (B)(4) failed to meet pre-implant requirements with power average consumption of 2.04 watts vs 2.03 watts. Given that this slight deviation in power was not present prior to release of the device, it was most likely introduced during use. Dimensional verification revealed that the front preload measurement, rear housing disc curvature and front housing disc curvature were found to be deviating from specifications. Given that the pump met specifications prior to release, these deviations were likely a result of the clinical challenge to the pump and not the initial source of the problem. Pathological examination did not reveal presence of thrombus. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information and historical review of similar high power events, the most likely root cause of the high power events is generally attributed to external factors such as thrombus formation/ingestion. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.